Event description:
A home pt reported a "hole" in the foil pouch of the minicap. The pt noted that the hole did not appear to have punctured all the way through the package as pt could see a film still over the area. The pt reported no pt injury or medical intervention associated with this incident.